Event description:
It was reported that the left ventricular lead was dislodged. The physician elected to reposition the lead. There were no patient consequences.

Manufacturer narrative:
(B)(6) 2024 nc: new information indicates previously reported serial number was incorrect. Correct serial number of lead was not provided.